Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for subluxation x 2, no dislocation. Event is not serious and is considered mild. Event is definitely related to device and there is a remote possibility that it is related to procedure. Date of implantation: (B)(6) 2016. Date of event (onset): (B)(6) 2020; (right hip). Doi: (B)(6) 2016. Patient received a right total hip replacement to treat end-stage osteoarthritis of the right hip. The procedure was completed without complications. On (B)(6) 2020, patient reported 2 instances of operative hip pain and the ¿feeling of something shifting¿ while bending. The patient reported that the symptoms resolved with rest. Radiologic findings revealed no dislocation. The physician determined the instances to be subluxations and no treatment or intervention was required.